Event description:
It was reported patient experienced loss of therapeutic effect. The patient moved a mattress and was pinned against the wall on (B)(6) 2010. Patient's stimulation stopped working and was reprogrammed (B)(6) 2010 around "disabled cells." Patient used a second program because the first program did not work as before. Patient started getting pain in right hip starting mid-june. CT and MRI scans were performed and patient was diagnosed with arthritis in the hip and sent to a pain specialist. Patient was given an injection of sacroiliac on (B)(6) 2010 to help with the pain. Patient was not able to feel stimulation and was unable to hold their bladder. Patient had their stimulation almost to 10 and could not feel stimulation. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).